Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (failed incoming testing) was confirmed. Upon investigation the monitor did not pass incoming testing. The cause for the failure was isolated to a shorted q2 component on the computer/analog pca. The root cause of the shorted q2 capacitor cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.